Event description:
A report was received that a collision occurred between the gantry arm of the unit and the treatment table. Based on information received, the collision was the result of operator error. There was no report of injury to the patient.